Manufacturer narrative:
The insulin alarmed motor error during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The device passed the displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal and the customer woke up with high blood glucose over 400 mg/dl. It was stated the customer changed the set and received 2 more motor error alarms. Blood glucose value was 170 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field or dropped. The customer was able to rewind. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.